Event description:
The patient was undergoing a medical procedure using a 5max ace reperfusion catheter and a neuron max 6f 088 long sheath. During the procedure, the distal tip of the 5max ace became fractured while advancing against resistance at the aortic arch. The ace catheter was removed with the neuron max. Upon inspection, the physician observed that the distal tip of the neuron max had become kinked and speculated that it may have become kinked during removal from the packaging. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00118.

Manufacturer narrative:
Correction: catalog # corrected from pnml6f088904m to pnml6f088904. Result: the neuron max 088 long sheath was kinked approximately 21.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that during the procedure a kink in the neuron max 088 long sheath was observed and a fracture in the distal tip of the penumbra reperfusion catheter 5max ace was observed. Evaluations of the returned products were confirmed. The penumbra reperfusion catheter 5max ace and the neuron max 088 long sheath were damaged. This type of damage typically occurs if the product was improperly handled during use. If force was used during the manipulation of the devices, it is likely that damage will occur. If the rhv was not loosened prior to the manipulation of the penumbra reperfusion catheter 5max ace and neuron max 088 long sheath, it is likely damage will occur. The root cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.